Manufacturer narrative:
Continuation of d10: product ID: 8709sc, serial# (B)(6), implanted: (B)(6) 2009, explanted: (B)(6) 2025, product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider via a company representative who reported that there was a catheter issue/occlusion which they believed caused the withdrawal/hospitalization. The actions and interventions taken to resolve the withdrawal/hospitalization was the patient was managed on oral medications. The issue resolved after the catheter was replaced on (B)(6) 2025.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving morphine drug (18.4 mg/ml at 1.617 mg/day) via an implantable pump for spinal pain indications for use. It was reported that the patient was discharged from a hospital on (B)(6) 2025 with withdrawal symptoms. The company representative (rep) confirmed that the catheter was excluded, and it was revised. The rep wanted to know if the drug was replaced and how long it would take. Tech services assisted with the pump calculations.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709sc (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2009; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.